Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was unknown and treated with manual injection. The customer also experienced vomiting at the time of high readings. The customer alleged the insulin pump was under delivering insulin due to they never had such an incident with the previous insulin pump. During troubleshooting for under delivery, insulin pump passed displacement test. The auto mode feature was inactive at the time of incident. Troubleshoot for high blood glucose was performed. The current blood glucose was 14.7 mmol/l. The insulin pump will not be returned for analysis.